Event description:
A surgeon reported that following a glaucoma shunt implant procedure, the patient experienced cystoid macular edema (cme) post-cataract surgery/hydrus with iris in inlet of the stent. Tried to yag unsuccessfully. Developed herpes simplex virus (hsv) keratitis while on topical steroids to treat cme. Discontinued topical steroids. Cme had persisted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of iris in inlet of the stent, yttrium aluminum garnet (yag) unsuccessfully, developed keratitis; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).